Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: no issues with samples integrity were reported by the customer. The coa (certificate of analysis) for pn 33000, ln 472294 (95-904543_472294, available on the beckman coulter website) was reviewed indicating the product met release specifications. No hardware errors, no flags or issues with other assays were reported in conjunction with this event. Calibrations cal-1 and cal-2 were compared. Calibration rlu were found similar (less than 10% signal difference). The field application specialist (fas) asked to the customer to run a cleaning routine and to repeat one patient sample in 5 replicates. Repeatable results were obtained on (B)(6) 2025. According to the dxi 9000 IFU supplement, it states: ¿the dxi 9000 analyzer requires periodic maintenance to maintain performance and reliability. Currently, the software notifies you to perform the clean routine every seven days and an analyzer inspection every 28 days. However, based on the number of tests your laboratory runs, you might need to perform these maintenance tasks more often. Run the cleaning routine ¿ once every seven days or after every 5,000 tests, whichever comes first.¿ per application technical support verbal report, it is advised to run the cleaning routine daily if vitamin b12 is part of the regular customer menu. Fas informed the customer about this information. In conclusion, a definitive cause of the event cannot be determined with the available information. There is no sufficient evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2025 the customer reported imprecise vitamin b12 results were generated for around ten patients on the customer's dxi 9000 analyzers (part number c11137 and serial number (sn) (B)(6). The customer reported that one patient had a planned gastroscopy that was delayed by one day based upon the imprecise access results. It is unknown if a treatment was also delayed. No further information was provided. The initial vitamin b12 result for this patient was 0 pg/ml (9:52) on (B)(6) 2025. This sample was repeated twice. First repeat test gave "no result" with ind flagged (10:50) meaning that relative light units (rlu) were above the calibrator s0 suggesting a low dose (competitive assay). The second result was greater than 1,537 pg/ml (11:58), ovr (over-ranged) flagged. Then the customer repeated the sample with the on-board dilution and the dilution result was lower than 1,275 pg/ml (13:50). No hardware errors or issues with other assays were reported in conjunction with this incident. Calibration cal-1 passed on 12mar2025 with reagent lot 472294 and calibrator lot 439769. Calibration cal-2 passed on 20mar2025 at 12:36 pm with reagent lot 472294 and calibrator lot 439769. Quality controls (qc) were passing within the laboratory¿s established ranges on 20mar2025. Per field application specialist (fas) report, last automated system diagnostics (asd) was performed in december 2024. The fas assisted the customer over the phone on (B)(6) 2025. No issues with sample integrity were reported by the customer.